Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 05/12/2016 to report a permanent out of range signal that occurred on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was not returned for evaluation. A receiver (part number: str-dr-blu/serial number: (B)(4)lot number 5210389) was returned for evaluation. Functional testing and a pairing test was performed and the tests passed. A review of the shared data log did not confirm the reported event of an unrecoverable loss of antenna passed threshold. A root cause could not be determined.